Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of extreme light sensitivity that has not resolved or improved at one month post lasik procedure. Patient reports natural light is worse than artificial light, and is very bothersome when driving and outside. Reporter indicated topical steroid eye drop dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, reporter indicated the patient issue was resolved, and patient was released from the doctors care.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).